Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unacceptable cosmetic appearance and increasing firmness. Device investigation summary: the implant was received in two parts. During the visual evaluation, the device was observed to be ruptured. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a (left) 375cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered left breast pain and right breast implant rupture, post-procedure. During physical examination, a depression was observed on the right breast nipple. Prior to surgery it was noted that there was increasing firmness on the right breast and it was during the actual implant explantation surgery on (B)(6) 2020, when the ruptured right breast implant was discovered. As a result, the patient underwent bilateral replacement with the following devices: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9363382 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9421077 sn: (B)(4). This medwatch form is for the right breast prosthesis.